Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two days post the implant of an implantable pulse generator (ipg) system that the right ventricular (rv) lead had macrodislodged which was noted on chest x-ray and exit block. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.